Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Review of an MRI of l5-s1 plif taken (B)(6) 2010 shows bone behind left sided interbody device causing l5 root compression and foraminal stenosis. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
A 1419 days post-op, the patient presented for urologic evaluation. Per the physician's notes, "since his initial surgery he's had problems in progressive erectile dysfunction as well as painful ejaculation. He noticed a decreased force in his ejaculate. The pain is both in the penis as well as radiating into his groin and testicles. He additionally is able to get partial erections. He also does have some voiding dysfunction with some hesitancy as well as nocturia 2-3 times per evening. He does have problems with voiding while standing due to pain and has been sitting to void since 2006. In the last 3-4 months he's had an increased frequency of having pulled his urine and fecal incontinence approximately 3-4 times."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: the patient underwent anterior lumbar interbody fusion (alif) in which rh-bmp2/acs was used.

Event description:
It was reported that the patient underwent an anterior surgery to treat a non-union of l5-s1. The surgery consisted of an anterior exploration of the fusion, followed by anterior spinal fusion using rhbmp-2/acs, an interbody cage and actifuse. The previous cage was left in place. Bmp was placed in the disc space, and also within the interbody device. There were no noted complications. At 75 days post-op, the patient reported for followup. Per the physician's notes, 'the patient had been doing reasonably well postoperatively with occasional back and left leg pain; however, 3 days ago the pain has drastically increased causing him to visit the emergency room. At that time he was given some pain medication after his x-rays revealed no interval change. The patient states that the back pain is 10/10, burning in nature, and is located mainly on the left side. He also has left leg pain that runs down the posterior aspect of the thigh and further down to the heel. The pain does not run into the foot. There is no numbness associated.' X-rays indicated 'hardware in place with good alignment.' At 397 days post-op, an MRI of the lumbar spine was interpreted as follows: 'residual disc material and/or posterior location of the left component of the intervertebral cage device, facet degenerative change, and postoperative changes causing severe neural foraminal narrowing at l5-s1 with likely impingement of the left l5 nerve root. There is minimal enhancing epidural scar tissue noted in this region.' At 918 days post-op, the patient presented to the ER. No additional information has been provided.